Manufacturer narrative:
An outside the united states customer contacted siemens to report that an atellica sample handler prime transmitted an incorrect patient sample test result to the laboratory information system (lis). Siemens reviewed the available information, including an lis log file, and found that on (B)(6) 2021, sample ID (B)(6) was scanned and tested by the atellica sample handler prime. The sample was held for review due to missing information. On (B)(6) 2021, a new patient sample with the same sid was presented to the atellica sample handler prime. No new work order was found because the original sample was still being held for review. The operator then validated the test from (B)(6) 2021 and the operator interpreted this test result as it was for the second usage of the sid. Siemens also found the atellica sample handler prime was not properly configured by the operator to move all test result data to historical so that sample ids may be re-used. The cause of the event was the operator not properly configuring the atellica sample handler prime to permit the re-use of an sid. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
The operator reported that an atellica sample handler prime transmitted an incorrect patient sample test result to the laboratory information system (lis). The customer indicated there was a duplicate sample barcode (sid) for two different patients on two different days and the test result from the first usage of the sid was applied to the second usage of the sid. There are no known reports of patient intervention or adverse health consequences due to the event.